Manufacturer narrative:
(B)(4). Please note: this MDR was originally filed on 26 jan 2016 to an esubmissions test account. This report is being submitted as a result of a retrospective review. Additional information, including device details, patient medical history, post primary and pre revision x-rays and the explant have been requested in order to progress with the investigation, and if received, will be provided in a supplemental report upon completion of this investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be retrieved and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA and these devices are no longer available to any market.

Event description:
Cormet revision approximately 2 years after primary surgery due to metal on metal reaction.

Manufacturer narrative:
(B)(4). Final report. Additional information was requested in order to progress with this investigation, however, this was not provided. The relevant device manufacturing records could not be identified and reviewed as the relevant device details were not provided. At this time, we cannot determine whether the reported devices caused or contributed to the patient's experience. Corin now considers this case closed, however, should further information become available, it can be reopened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision approximately 2 years after primary surgery due to metal on metal reaction.